Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed no evidence of a loss of prime. The pump powered on normally during testing. The pump was able to be primed and exercised with no loss of prime. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.